Event description:
It was reported to target that during an embolization the coil prematurely detached. This complaint was made a MDR when it was discovered during the product eval that the coil was returned inside the catheter from MDR # 6000078-1998-00020.